Event description:
It was reported that the clinician noted the insertion site was leaking. When the patient was repositioned, they noticed a large amount of bleeding at the site. Pressure was applied until the bleeding stopped. Upon further investigation, they noted the cannula was not intact. An x-ray was performed which showed the piece of cannula remaining in the patient. A vascular consult was placed. The piece of cannula was not removed and the patient is not expected to have any issues as a result. There was no other complication, delay, injury or death as a result of this occurrence.

Manufacturer narrative:
(B)(4).